Event description:
User reports receiving erroneous ast results and sens calibration alarms for multiple assays. User confirmed during this batch of specimens, only one sample was erroneous. The initial result gave 10 u/l; sample repeated twice giving 21 u/l each time. User clarified the incorrect ast result of 10 u/l was not accepted and/or reported. The field service rep determined cause to be a loose reaction cell segment, and re-aligned/tighten reaction cell segment. Performance tests were performed and within spec. User confirmed issue was resolved following service visit.